Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. During an unrelated procedure on (B)(6) 2018 the physician noted under fluoroscopy that the right atrial lead appeared to be dislodged. There were no patient symptoms and no anomalies. The physician elected to cap and replace the lead on (B)(6) 2018. The patient's condition before, during and post procedure was stable.